Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned vanguard fudger ap sizer identified slight nicks on the corners of the instrument. Scuff marks and wear can be seen around the holes provided for fixation on the body of the instrument. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Our investigation is still in progress. We will submit a follow-MDR when new reportable information becomes available.

Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, date of event - ni, device product code ¿ ni, expiration date ¿ na, date implanted ¿ na, date explanted ¿ na, manufacture date ¿ ni.

Event description:
It is reported that the device would not close properly during surgery. A second device was used to perform the surgery. There was no injury to the patient, body or health.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.